Event description:
Additional information was received that it was attempted to replace the rv lead, however it was not possible due to a stenotic vein, so the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. No intervention has been performed, although a lead replacement is anticipated. The patient is stable and will continue to be monitored.